Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found wire is bent from the distal area. Plastic pouch and packaging were returned open completely, plastic pouch had no marks caused by the bending on the device. Packaging wad handwritten notes on it as well, therefore, the upon receipt allegation cannot be confirmed. Once the product leaves j&j medtech orthopaedics control, it is unknown what environment conditions the packaged products are exposed to during that time. Based on the available evidence, a definitive root cause could not be determined. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the guidewire ã¸1.1 w/thread-tip w/trocar l15 would have contributed to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part # 292.622s lot # 323l996 manufacturing site: werk selzach logistik release to warehouse date 08. July.2024 expiration date: 01. July.2034 supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part# 292.622-15 lot: 9600p35 manufacturing site: balsthal release to warehouse: 01-mar-2024 a DHR evaluation was performed for the finished device article # 292.622-15 lot # 9600p35, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the item has been opened by the customer and identified as faulty. It was already bent inside the packaging, which was not noticeable when one looked through the viewing window on the packaging. There was no surgical delay. The procedure was completed successfully. There were no patient consequences.